Manufacturer narrative:
(B)(4). The covidien service engineer (se) was only authorized to update the software. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that an 840 ventilator went into inoperable condition and stopped cycling. The ventilator was not in use on a patient at the time the event occurred.